Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The stent was implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. There was no reported device malfunction. The physician stated that the hemorrhage from the rupture of the m1 artery was not related to the stent. The device performed as expected. The instructions for use (IFU) identifies hemorrhage and death as potential complications associated with use of the device.

Event description:
It was reported that a patient was being treated for a high-grade (90%) stenotic atherosclerotic plaque in the left mca. After the first inflation with a balloon (non-microvention), there was significant improvement of flow; however, 80% stenosis remained. A second, larger balloon (non-microvention) was advanced and inflated at the same site. A post-dilatation angiogram revealed active contrast extravasation from a ruptured mca. The lvis stent was successfully deployed without complications at the bleeding site as treatment for the bleeding, followed by coil embolization and total occlusion of the m1 arterial segment. Follow-up angiogram demonstrated total resolution of the extravasation, and the balloon and microcatheter were removed. No further therapy was administered to the patient per the family's request due to the poor prognosis. The clinical research nurse reported that the patient died; however, the death was a result of the procedure and was not caused by the lvis.